Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was delayed in responding to presses and multiple presses were necessary for display to activate. The customer applied more pressure to the wake button to address the issue. The customer's blood glucose level was 147 mg/dl. In addition, the customer reported that they are unable to deliver a bolus using the quick bolus feature. Tandem technical support could not determine the exact cause of this issue as the customer declined further troubleshooting.